Manufacturer narrative:
Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
Received a copy of the customer's medwatch which states, "fentanyl 250ml (10mcg/ml) was programmed to infuse at 5ml/hr for 2 hours, however, it completed in 45mins pt was already intubated on ventilator no immediate noticeable harm to pt FDA safety report ID# (B)(4)"